Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that during the procedure despite replacing all cables, oversensing due to noise on the right ventricle (rv) lead was noted. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable following the procedure.